Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off/no power test. No blank display noted. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case display window and cracked reservoir tube lip.

Event description:
Customer reported a button error on the insulin pump. Customer stated that the display does not show anything. Customer's current blood glucose reading is 86 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.